Event description:
The customer reported that the system had an intermittent fault on scope image and there was no image during scope. There was no digitization of scope in progress.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep replaced the cpu card. The system operates as intended.